Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise and low pacing impedances. The noise was oversensed, leading to inappropriate tachycardic therapy. Rv sensitivity was changed to least. Subsequent information from the local field representative (fr) indicated that a lead revision procedure was performed. The pace/sense portion of the lead was cut and capped. The high voltage portion of the lead remains active. A previously capped pace/sense lead was then used as the new pace/sense lead. There were no additional adverse patient effects.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.